Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Procedure: stress ui / pelvic organ prolapse. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant severe and permanent physical pain, suffering, disability, physical impairment, sustained permanent injury, and has undergone medical treatment. Product was used for therapeutic treatment.